Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
False positive rate of approximately 40% for flu b. Some patients were asymptomatic. 1 of the patient results was confirmed by another rapid antigen assay. Unknown if the other results were confirmed. Confirmation method(s) not provided.